Manufacturer narrative:
The patient was reported by the site to be withdrawn from support on (B)(6) 2020 due to poor prognosis. Adverse event term: distention.

Event description:
Berlin heart inc was informed by the site on (B)(6) 2020 that a patient in the bivad configuration had developed abdominal distention and had elevated liver enzyme tests. Due to persistent fibrin deposits in the pumps, the pumps were exchanged on (B)(6) 2020. Surgical team performed exploratory abdominal surgery and found total bowel ischemia that was unable to be resected due to the extensive damage. Site later reported the patient was withdrawn for poor prognosis.